Manufacturer narrative:
(B)(4).

Event description:
Procedure: bariatric procedure. According to the reporter: the surgeon fired the stapler across the bowel to resect tissue and the staples deployed but the knife did not cut. Bowel macerated as a result. Extra bowel resected and restapled was done to repair. Operating room time was extended by more than 30 minutes. The damaged tissue was resected and restapled to complete the procedure. There was more bowel resected than required to complete this procedure.